Manufacturer narrative:
Device available for evaluation: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was received ing fentanyl (concentration: 15000 mcg/ml. Dose rate: 722 mcg/day) and bupivacaine (concentration: 7.5 mg/ml, dose rate: 0.3609 mg/day) via an implantable pump for non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported that the catheter was cut during a prior spine surgery. The date of the event was unknown. Regarding environmental/external/patient factors that may have led or contributed to the issue, surgery was indicated. Imaging was performed. The complete catheter was explanted and replaced on (B)(6) 2021. The catheter was discarded by the healthcare provider. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The patient's weight and medical history were unknown.